Event description:
Meter name: one touch ultra. Strip name: one touch ultra strips. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were not able to get a reading on meter. Their meter allegedly would only prompt er2. The result on their meter was er2 prompt. Meter was not compared to any other equipment. There was no treatment. No further info has been reported.